Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the duplicate address was detected on cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail and other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address was detected on the cubie. The technical support specialist (tss) mentioned that the issue occurred due to the firmware remediation. Upon checking, the pyxis cubie was running firmware version 1.48. The tss attempted to remote into the station, but remote smart service timed out repeatedly. The tss provided remediation steps to the customer and later confirmed that the customer followed the instructions and successfully resolved the issue. The station functioned as expected. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the duplicate address was detected on cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.